Event description:
Additional information was received from the neurosurgeon stating that the patient was last seen in (B)(6) 2012. The neurosurgeon stated that there is nothing in the patient¿s file that suggests the patient experienced an infection or any problems from the surgery.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
On (B)(6) 2013, the nurse reported that the patient had an infection at the generator site after generator replacement. Follow up with the nurse found that the (B)(6) clinic notes state that the patient's mother noticed swelling, redness, and discharge at the vns site the day before. No other information was provided. Attempts have been made to the surgeon for additional information; however, they have been unsuccessful.